Event description:
Customer reported he experienced low blood glucose customer stated that he had been experiencing high blood glucose throughout the night; he was treating with the insulin pump and tested several times but his blood glucose level was not going down as he expected. He delivered insulin multiple times with the insulin pump and then by manual injection and by the next morning at 9 he hadn't eaten and when he tested he was at 40 mg/dl. He had yogurt and orange juice and was able to get it up to 113 mg/dl. During troubleshoot; it was stated the drive support cap is recessed. The tubing has no air bubbles and no insulin leak was found. Insulin did exit the tubing with manual prime. Time was incorrect. Basal and bolus wizard settings are accurate. The cannula was bent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.